Event description:
It was reported the patient experienced unintended and ineffective stimulation through one of the off-label pns lead. Reprogramming was tried to no avail. X-rays confirmed the lead had migrated. As a result, surgical intervention was taken to reposition the lead on (B)(6) 2014. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.